Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced mental status changes, confusion, and disorientation between 2:00pm-3:00pm. Emergency medical services (ems) was called and the bg was 20 mgdl while the cgm was 90 mgdl. The hypoglycemia was treated with carbohydrates and oral glucose gel. Ems left once the patient felt better. The patient kept the same sensor on and experienced another adverse event approximately 12 hours later ((B)(4)). At the time of the report, the patient was feeling a lot better. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.